Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella 5.5 pump was unable to advance through the patient's vasculature during attempted escalation of support. As a result of the noted resistance, the decision was made to abort the implant. The patient remained supported with an already implanted impella cp pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely due to patient condition since resistance was met due to patient anatomy. In accordance with updated procedures, sections d6 have been revised from the initial submission.